Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the stimulation stopped and the desktop charger (dtc) connector pin is broken off and stuck in the recharger. A replacement dtc was sent. No further complications were reported/expected.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(6), product type: recharger. Analysis of the desktop charger (serial #: (B)(4). Found that connector pin broken. All fdm and fdr codes apply to the desktop charger (serial # (B)(4)). Fdc 67 applies to pli desktop charger. If information is provided in the future, a supplemental report will be issued.